Event description:
It was reported when using the bd pyxis¿ medbank tower aux, the drawer did not open and the screen was frozen when remoted in. The customer reported that the malfunction took place when the user tried to dispense medication to the patient, however no delay was reported. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigating the device used in this incident, it was determined that the drawer did not open. A technical support specialist (tss) stated that the drawer wouldn't open while trying to issue medication. The tss remoted in and found the screen was frozen. After restarting the application and the user was able to issue medication, and the drawers opened as expected. The system functioned as intended after the technical support specialist troubleshot the device.